Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an image and the screen was white. This resulted in a loss of the live image. There is no report of pt injury.